Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 402.874, lot l312851: manufacturing site: mezzovico. Release to warehouse date: february 23, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, there is no evidence that this device contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to concomitant device reported: unknown synthes product (part unknown, lot unknown, quantity 3).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. There are slightly traces of use and mechanical damages visible on the entire surface of the received screw. All features related to the reported complaint condition were reviewed and no other issues were identified. Our investigation has shown that the complaint condition is unconfirmed as the reported condition "move" could not be identified on the received x-rays. Furthermore no defect was detected on the device which does confirm that no product related issue has contributed to the complaint condition. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. The article 402.874 with lot. L312851 was produced in a quantity of 100 pieces on february 2017. The screws were distributed worldwide and we are not aware of any other similar complaints. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 402.874, lot: l312851, manufacturing site: mezzovico, release to warehouse date: 23.feb.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(6). Additional device product code: hrs. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with a plate and screws on (B)(6) 2018, to treat a forearm fracture. On (B)(6) 2018, it was discovered that a proximal variable angle (va) 2.4 titanium locking screw had broken. Movement of the 2.7 cortical diaphysis screws was also discovered. The patient was diagnosed with the second movement of the breakage, arthrosis radio carpal long-term with pain, and will possibly undergo revision surgery. At the time of the discovery, the patient was in a cast without mobilization. Concomitant device reported: variable angle plate (part# 04.111.621s, lot# l519458, quantity 1); unknown synthes product (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.7mm ti cortex screw. This is report 2 of 2 for complaint (B)(4).